Event description:
The patient reported that twice now the needle in her v-go devices have come out of her skin. The patient elaborated stating the first time was two weeks ago and the second time was today (B)(6) 2021. The patient explained that she felt the needle poking her skin and found that it had come out. The patient stated she was sweating when these issues occurred. The patient said she did not experience any symptoms. The patient did use an alcohol wipe and let it dry prior to applying these devices. The patient places the v-go on her abdomen and that there may have been interference with her clothing today.